Event description:
MFR received a report from a dealer that the right axle allegedly snapped in the motor, damaged the wheel, and allegedly caused the consumer to injure their arm. The severity of the injury is unknown.